Event description:
The event involved a spinning spiros® closed male luer, purple cap in which the customer reported that they had an issue with a spiros that leaved vidaza medication during administration at the level of the needle and spiros. The spiros and the needle were well connected. The patient received only half the dose. There were no physical defects observed on the device. There was patient involvement, but there was no harm reported as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received. Possible lot numbers: 5877703, manufacture date 3/1/2022, expiration date: 3/1/2027; 5878264, manufacture date 3/1/2022, expiration date: 3/1/2027. Initial reporter telephone extension: (B)(6).

Manufacturer narrative:
One used list # ch2000s-pc, spinning spiros® closed male luer, purple cap and one used 5ml syringe (list # unknown) were returned for evaluation on 10/13/22. The device was visually inspected and there was no damage or anomalies noted. The syringe was actuated and no leak observed in the activated and inactivated states. The complaint of leakage could not be confirmed or replicated on the returned device. A device history review was performed and no non conformities were found that would have led to the reported complaint.